Event description:
A surgeon in another country reported performing an incisional hernia repair procedure with the MFR's device on an unknown date. It is reported that the pt coughed postoperatively and upon reoperation, the surgeon alleges that the suture appeared broken.